Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4), the device was returned and analyzed. The elective replacement indicator (eri) is the result of high internal battery resistance. Performance data collected from the device indicated impedance - high resistance/impedance. High battery impedance, leading to eri. Battery voltage - battery depletion indicated/eri. Eri due to high battery impedance logged on (B)(4)-2011, prior to explant. Ramware version 8 installed on (B)(4)-2010.

Event description:
It was reported the device had early battery depletion with elective replacement indicated due to the battery impedance measurement. The device was removed and replaced. No patient complications have been reported as a result of this event.